Event description:
The customer called in to report that she was having problems with the buttons on her insulin pump. The customer's blood glucose level was 82 mg/dl. The customer recalls the numbers cycling nonstop. We advised the customer to discontinue use of the pu,p and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.